Event description:
Reporter purchased a tanning unit, solaris 32 3f from ets tanning co. Reporter was not given any info nor was there any written on the tanning unit, telling them that the equipment could cause cancer. They now have melanoma cancer.